Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. A conclusive cause could not be determined from the limited information available. In this case, a second non-medtronic valve was implanted successfully with no other adverse patient effects reported. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, moderate to severe paravalvular leak (pvl) was noted. A second non-medtronic valve was implanted successfully with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.